Event description:
Healthcare professional reported capsular contracture, baker grade IV and a rupture which was found at explant surgery. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed opening in radius assessed as fold flaw opening and observed two opening in radius assessed as smooth opening. Additional observations: red particles observed in the surface of the shell. Observed creases on the device. Observed stress marks on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and a rupture which was found at explant surgery. Device has been explanted. This relates to the left side.